Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt stated probably a week ago, they noticed the ins battery didn't deplete as fast as ins used to. Pt said they went to charge, but the ins battery was still green. Pt thought the screen was just frozen so they talked to their rep who had pt reset controller. Pt said they then plugged controller into ac power and controller increased so controller was working, but pt said the stim/ins battery still wasn't working. Pt unlocked controller and confirmed stim was on and they were on group a. Pt reported controller battery 90%, ins 60%. Pt checked intensity levels and reported program 1 - 0.6, program 2 - 0.3. Pt didn't think stim was that low previously, but also didn't know for sure because later in the call said they might've been at that level previously. Pt said usually they felt stimulation but they weren't now. Pt tried increasing intensity but still didn't feel stim. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt said they would try to contact rep again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the patient (pt). Pt reported, they thought the device wasn't working. However, the controller and stimulator were working correctly. It was all, due to the pt not understanding. The pt reported, the cause was, due to the intensity was lower than they thought. Therefore, it wasn't depleting as quickly. Pt thought, it was higher. And didn't think to check it. Pt was educated on what was happening. Pt reported, everything was working fine. And the issue has been resolved. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.